Event description:
It was reported that the patient's battery is low and he has not received efficacy from the device. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Clinic notes were received for patient's full revision referral. Notes indicated that high lead impedance was detected on system and normal diagnostics. The battery was normal. No known surgical interventions have occurred to date.

Manufacturer narrative:
Information regarding x-rays was inadvertently left out of the initial MDR.

Event description:
X-ray image of the chest and neck for the patient was received and reviewed. It appears that the lead pin is inserted all the way past the connector block. There does not appear to be any obvious fractures or discontinuities in the portion of the lead that could be visualized.